Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the tip of the viperwire guide wire fractured off and remains secured in the pt's body with a stent. The lesion being treated was a heavily calcified, non-cto lesion located in the proximal sfa. The physician used a 6f system to access the target lesion from a contralateral approach. During the final sanding run, the physician was attempting to widen the orbit at high speed, when the tip of the oad came into contact with the viperwire guide wire tip. The tip of the viperwire sheared off, and was left inside of the pt's artery. The physician used a stent to pin the tip of the wire in the vessel. The tip of the wire is not obstructing flow in the vessel and the physician informed the pt about the incident. The procedure was successfully completed with a good result and the pt status remained stable. Add'l info has been requested regarding this event, but has not yet been received.